Event description:
It was reported that the implant did not seal. A left atrial appendage closure procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. Approximately 6 months post implant, a 5mm leak was noted around the device. A non-boston scientific vascular plug was implanted to close the leak. No patient complications were reported to have occurred.

Event description:
It was reported that the implant did not seal. A left atrial appendage closure procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. Approximately 6 months post implant, a 5mm leak was noted around the device. A non-boston scientific vascular plug was implanted to close the leak. No patient complications were reported to have occurred. It was further reported that the patient had an ischemic stroke on (B)(6) 2023.

Manufacturer narrative:
B5: describe event or problem - updated to include further reported ischemic stroke event. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- updated to include ischemic stroke patient code.